Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not detected on the bus. A field service engineer found that there were no leds illuminated on the drawer controller printed circuit board (pcb). Replaced the drawer controller pcb, assigned the drawer, and verified proper operation. Verified proper operation through the application, and the drawer functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3 had failed and not detected on bus. The customer tried to reboot and recover the station, but issue doesn't resolve. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in patient care while removing medications. There were no adverse events or injuries reported based on this event.